Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited low intrinsic amplitude. Additional information indicated that this lead had high shock impedance on the day the patient was scheduled for command shock and possible defibrillation threshold (dft) defibrillation threshold (dft) test. The physician ended up cancelling the procedure due to suspicion of amyloidosis. The patient instead had a magnetic resonance imaging (MRI) and another echocardiogram. To date, this lead remains in service. No adverse patient effects were reported.